Manufacturer narrative:
The initial MDR was submitted with a 510k number but this device is exempt and does not have a 510k associated with it.

Manufacturer narrative:
(B)(6). Results: bd received actual sample from the customer facility for investigation in support of this complaint. The sample was evaluated and the customers' indicated failure mode for fm with the incident lot was observed. Ftir, microscopy and pcr analysis were used to confirm the fm was most likely blood contamination. A review of the manufacturing records (DHR) was completed for the incident lot and no issues were identified. Conclusion: unconfirmed complaint. Based on evaluations, blood contamination occurred after manufacturing and sterilization processes, sleeve was pierced to suggest product was already used, therefore this is a non-conformance issue and not a manufacturing defect.

Event description:
It was reported that there was some red foreign matter in the window of a bd vacutainer® flashback blood collection needle, 21gx1", with a green shield. No serious injury, blood to mucous membrane exposure or medical intervention was reported.